Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The device has been received for investigation. A follow up will be submitted upon completion of device investigation. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed (0.21vdc). A pairing test with nordic bluetooth device was performed and passed. Performed transmitter functional testing and get version test and passed. Performed share tool data log review and there were gaps in the log. The customer complaint was confirmed because of the loss of connection gap in the share tool data log. The probable cause could not be determined. No additional event information is available.